Event description:
It was reported that patient's most recent system diagnostics revealed high impedance. The physician believes the cause of high impedance is due to the patient having a fall causing trauma to the lead. X-rays were performed with results showing no lead break. No surgical intervention has been reported to date no additional relevant information has been received to date.

Event description:
Additional information was received that the patient underwent a lead revision. Explanted lead will not be returned as discarded after surgery. No additional information has been received to date.